Event description:
Epidural pump set #13510, replaced set #13626. The new set has an in-line air-eliminating 0.2 micron filter. If the set is attached to a fluid bag and line is purged of air in the abbott pain provider, air enters line from filter as the drug and pump are being transported from the pharmacy to the pt. This results in a substantial amount of air in the tubing below the filter which could result in pt injury. The problem requires repriming of the line before administration. There are no instructions on how to eliminate the air in the filter so that this does not happen.